Event description:
The pt was implanted with a extended lead vented electric left ventricular assist device (lvad) in 2003. In 4/2003 the lvad alarmed, and the nurse went to check on the pt and noticed a strong burning smell coming from the room. The pt was conscious at this time but, within 10-20 seconds became unconscious. The pt was hand pumped for approx 15 minutes. The pt regained consciousness after approx 2 minutes of hand pumping. The pt then was connected to the pneumatic console, and also to a new system controller and batteries. The vad was operating normally, and the pt was moved to ICU. The pt was then connected to a new power base unit and power base unit (pbu) cable. The vad continued to operate correctly. It appears that the lvad system controler lead had been caught in the pt's reclining chair which resulted in some cut wires within the controller lead. The power base unit was tested and found to be fine. The pru cable and lvad sysem controller were removed from the hosp and sent to MFR for analysis. The pt remains on electric actuation of the lvad while awaiting a heart transplant.